Event description:
The customer reported pump appeared to be struggling to fill the tubing. There was no reported impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.